Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the device and the reported issue was not reproduced and no further testing nor evaluation is needed at this time. As a precautionary measure the solenoid pcba (printed circuit board assembly) will need to be removed and disposed of and replaced with a new pcba then processed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that infant flow sipap have error 33 codes. The customer confirmed that there is patient involvement but no harm on the associated event.